Manufacturer narrative:
Lot number was provided by site. However, the suction was not returned for analysis and lot number could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that no details regarding the damage were provided by the site. It was unknown if the suction was able to be verified.

Manufacturer narrative:
Instrument lot number unavailable. UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the curved suction was damaged and the site was requesting replacement. There was no patient present when this issue was identified.